Event description:
After successfully deploying the smart control stent in the right iliac, the distal tip and the inner shaft separated from the system and were stuck on the guidewire. The pt is a male. The vessel was described as very calcified. The product was prepped and inspected properly and no anomalies were found. The physician had no difficulty accessing the lesion with a guidewire. There was no difficulty placing and deploying the stent at the lesion. When the physician went to remove the device from the pt, a slight resistance was felt with the guidewire. It was noted that there was no resistance when attempting to pull the device out of the pt through the 7fr. Sheath. During removal, the tip and the inner shaft of the device separated and remained on the guidewire. The physician removed both the device and the guidewire from the pt, as a unit. He re-wired the lesion and post-dilated the stent successfully. There ws no reported injury to the pt. Following the procedure, the sheath was inspected and it was noted that there was no evidence of damage to the tip of the sheath.

Manufacturer narrative:
The product has been returned for evaluation and testing, however, the engineering evaluation has not been completed. Add'l info will be submitted within 30 days of receipt.